Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 5076-58 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary # product ID# (B)(4). The device was returned and analyzed and no anomalies were found, the returned device indicated a loose/detached set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the screw driver could not be used in the screw of the device. The device was explanted and replaced. Also reported was that sensing on the lead was not stable on the date of implant and the lead was repositioned. The lead remains in use and no patient complications have been reported as a result of this event.